Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI (ui): (B)(4).

Event description:
The sensing on the rv lead was inconsistent. No action will be taken. The patient¿s condition was good.